Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an esophagogastroduodenoscopy (egd) with duodenal stent placement procedure performed on (B)(6) 2009. According to the complainant, during an attempt to deploy the stent, resistance was felt and the deployment handle disconnected from the exterior tube; however, the stent was placed successfully. Resistance was felt at the distal end of the device as it was being removed from the patient. Additional information received indicated that although the device was not kinked, the scope was looped in the stomach. The difficulty experienced when removing the device was due to the delivery system getting caught in the deployed stent. The colonoscope was removed and replaced with a gastroscope to visualize the deployed stent. Stent placement was successful and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).